Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient indicated that the patient's stimulator needed to be replaced. Additional information was received indicating that the ins was currently at elective replacement indicator (eri) 2.55v, normal battery depletion, and will be replaced on wednesday. The managing healthcare provider (hcp) provided settings for the manufacturer representative (rep) to plug into ins prior to the procedure and rep will not be there. They reported the left side lead was removed. The rep is unsure if the lead/extension are still implanted and just not active, or if the left side lead/extension were completely removed and also why it was removed. Additional information was received on (B)(6) 2020 stating the lead and extension were explanted due to infection years ago per the managing clinician.